Event description:
It was reported that, after a tka was performed on (B)(6) 2024, the patient began experiencing arthrofibrosis on the right knee. Manipulation under anesthesia was performed on (B)(6) 2024 to address this adverse event. The patient outcome is resolved.

Manufacturer narrative:
H10: internal complaint reference (B)(4).

Manufacturer narrative:
The real intelligence cori, part number rob10024, serial number sn (B)(6), used for treatment was not returned for evaluation, therefore a device analysis was unable to be performed. The clinical/medical investigation concluded that based on the information provided, the reported arthrofibrosis is likely the result from the procedure itself and not the result of mal performance of the implant or an implant failure. Arthrofibrosis is a known potential post-surgical occurrence. We are also unable to rule out the use of the cori instrument as a contributing factor to the reported event. The patient impact is determined to be the reported arthrofibrosis and subsequent mua. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. As with any surgical procedure, there is risk involved. Potential complications accompanying surgery may occur, including: allergic reaction (anaphylactic and minor), infection, mild to serious physical injury, localized static shock, delay in the operation, surgical site nerve injury, vascular injuries of the lower extremity, soft tissue damage, major bone gouging at the surgical site, bone fracture, immature implant failure, unstable knee joint, limited or restricted knee range of motion, major blunt impact injury, unintended laceration/puncture wound, and osteonecrosis. The risk review could not be completed as no sufficient information was provided that relates the specific failure mode to the device. A historical escalation event review was not completed. The product was not returned and no evidence was made available to link the complaint to an escalation event. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with a post-operative complication. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.